Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation therapy. The patient reportedly fell and xray imaging revealed the lead migrated outside of the epidural space and was wrapped around the implantable pulse generator (ipg). Additionally, low impedance readings were also observed. The patient underwent an explant procedure wherein the entire scs system was removed. Devices were not returned for analysis despite several good faith efforts.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with ncep- (B)(4). B3: exact date unknown, approximated based on notes from the patients last office visit with the physician.